Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10-a third party service technician evaluated the device and found a seized turbine. As a resolution, the turbine was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that turbine seized on the lap top ventilator 1150. At this time, there is no information regarding patient involvement.

Manufacturer narrative:
H11:correction d4:corrected model# g4: corrected PMA/510k section d4 and g4 were updated to indicate the correct model # and PMA/510k.